Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia after the insulin pump delivered 150 units of insulin within an hour. Troubleshooting was performed, and the insulin pump passed the selftest. Found low reservoir and no delivery alarms in the alarm history. There was no tubing clamp available to conduct the high pressure test. Nothing further was reported.